Event description:
Per the surgeon, the patient underwent surgery (B)(6) 2013 to reposition the internal device due to device extrusion. The patient was prescribed oral antibiotics (type, dosage and duration not reported) and the implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed may 20, 2014.

Manufacturer narrative:
This report is filed may 20, 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed (B)(4) 2014.